Event description:
It was reported that the patient underwent an explant procedure to remove the superion indirect decompression spacer due to migration and the patient's pre-existing pain returning.

Event description:
It was reported that the patient underwent an explant procedure to remove the superion indirect decompression spacer due to migration and the patient's pre-existing pain returning.

Event description:
It was reported that the patient underwent an explant procedure to remove the superion indirect decompression spacer due to migration and the patient's pre-existing pain returning. The placement of the spacer, adjacent to a prior fusion, is a contraindicated use. Additional information was received which confirmed the device involved with this reported complaint.